Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# 0213115894, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) and consumer via a manufacturer representative reported the consumer was unable to feel stimulation. It was unclear when this started. The system was operating at 7 v and bowel symptoms still persist. The hcp elected to implant a second system today and elected to remove the lead and replace it with a new one. It was noted that the consumer now had two leads and two implantable neurostimulators (ins). It was noted that the consumer suffered from falls at times and other comorbidities were also present, but unknown. Troubleshooting was noted as the hcp managed the consumer and an impedance check was all within normal limits. The consumer tried all available programs c1-c7 inclusive, and fecal incontinence persists. It was noted that the issue was resolved. It was noted the consumer also had a neurostimulator for chronic pain from a different manufacturer. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead, model 3889-28, found lead body conductor crushed, no significant anomaly. Analysis identified that the c onductors were crushed in the body of the lead; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the distal end of the lead was stretched. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. If information is provided in the future, a supplemental report will be issued.